Event description:
It was reported that during a ankle arthroscopy an extravasation occurred. The pump did not sense the pressure. The pump did not alarm. The procedure was completed with gravity flow.